Manufacturer narrative:
Correction: b1. The investigation of the reported failure mode has been completed. No product was returned. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause for position issues was patient related due to patient having lv aneurysm with thin myocardium. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support ongoing for the patient admitted in with a st-segment elevation myocardial infarction. The pump was placed but during support an arrhythmia was noted, and an echocardiogram was performed to check whether the impella pigtail was touching the myocardium, but no contact was found. As a precaution, the pigtail was pulled out toward the aorta and repositioned, but it ended up being pulled further toward the aorta than expected. Because the pigtail was on the left ventricle, we considered inserting the impella pump catheter into the left ventricle, but delivery along the wire was not possible, and there were areas of thin myocardium due to the presence of a left ventricular aneurysm, so there was a risk of delivery in an unexpected direction. Therefore, it was decided to switch from impella to intra-aortic balloon pump. The patient was noted to be in stable condition and survived.